Manufacturer narrative:
Lot number was not provided. Without a lot number, expiration date, manufacture date and UDI could not be determined. An MDR injury report was sent for this complaint because the patient allegedly experienced an infiltration of the implanted port site. Medical treatment was not specified. A peripheral catheter was used for access prior to re-accessing the port catheter later the same day.

Event description:
A nurse reported a 1665 3m¿ tegaderm¿ chg chlorhexidine gluconate IV port dressing was applied to an implanted port catheter site that was accessed with a huber needle. The nurse reported the outer dressing became loose and the "needle pulled out". The patient reportedly experienced a chest infiltration. The needle was de-accessed and then re-accessed later the same evening. A peripheral catheter was reportedly used in the interim.